Manufacturer narrative:
(B)(4).

Event description:
Biotronik representative reported lead noise. Patient received 2 shocks and multiple episodes with atp. Noise could be recreated in office with manipulative testing. Lead and device remain implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.